Event description:
It was reported that there was positioning difficulty and that the lead would not stay in place. It was noted the atrium was difficult. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis no anomalies were found. Blood was seen on the helix/lobe mechanism. The full lead was returned.